Event description:
Ous MDR - it was reported that the lead dislodged into the coronary sinus about 41 months after the implantation. The lead was capped and a new lead has been implanted. The patient was hospitalized. No further adverse side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.